Event description:
It was reported that patient experienced discomfort at ipg site when sitting or lying down. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.